Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia and hypoglycemia. The customer's blood glucose level was 581 mg/dl and 53 mg/dl. The customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.